Event description:
Additional information was received. The etiology of the event was noted as possibly related to the device/therapy.

Event description:
Information was received from a healthcare provider (hcp) via a clinical study regarding a patient receiving morphine (2000 mcg/ml at 1299.3 mcg/day) via an implantable infusion pump. The indication for use was noted as non-malignant pain. It was reported the patient had pain at the pocket site. On (B)(6) 2015 the patient noted the pump was aggravating her lower ribs. It was noted they would possibly consider a pocket revision. On (B)(6) 2015 the patient was still having issues with the tip of the pump catching on her ribs. The patient liked to go forward with a pocket revision. The pump was repositioned on (B)(6) 2015. The outcome of the event was noted as resolved without sequelae on (B)(6) 2015. The etiology of the event was noted as unlikely related to the device or therapy and possibly related to the implant procedure. The other etiology was specified as loose skin was causing the pump to be riding high and caused irritation to the lower rib area.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.